Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that during a control x-ray, a mesa deformity uniplanar screw revealed it had slipped axially along rod. This will require revision surgery.

Manufacturer narrative:
B1/h1 has been corrected from "adverse event and product problem" and "serious injury" to "product problem" and "malfunction". Visual, dimensional, material and functional analysis could not be performed as the device was not returned. It was reported that the patient did not experience any external trauma, post op activity is unknown, fusion is unknown, rod overhang was adequate, unknown if any issues during locking, and rod was fully reduced. No operative notes or x rays were provided. The screw was not returned for evaluation. Without x rays of the construct or the device itself, a cause cannot be determined. If further information becomes available, this investigation will be reopened and updated accordingly.

Event description:
It was reported via control x-ray that a mesa deformity uniplanar screw has slipped axially along the rod. Revision surgery has not been scheduled or performed at this time.